Manufacturer narrative:
Suspect device received on september 23, 2021. Device evaluation completed on october 06, 2021: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 275cc breast implant had a crease/fold in the anterior view. Additionally, a tear was identified within the crease measuring approximately 0.3 cm. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with mentor smooth round moderate profile, 275cc saline breast implant experienced bilateral deflation postoperatively. As a result, patient underwent bilateral capsulectomy, and replacements as follow: l/cat#: 3502250, sn#: (B)(4), r/ cat#: 3502250, sn#: (B)(4) on (B)(6) 2021. This report relates to the right prosthesis.